Manufacturer narrative:
Visual inspection of the returned device revealed the shuttle was engaged to the handle. The balloon from the returned device was inflated with fluid to determine if there was any presence of leak in the balloon or any part of the catheter; no leak was observed. The balloon was verified in a go/no go gauge to be within the 5.75 - 6.15mm specification. The review of the lhr (lot f1311906) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. There is no evidence to suggest that the mynxgrip device did not meet specification or perform as intended per instructions for use (IFU).

Event description:
The following information was reported: pre test of balloon was fine. Placed device in patient blew balloon up and during pull back the balloon lost pressure. Manual compression was applied for 20 minutes. The patient was not hospitalized. Stick location: common femoral artery, vessel size: 6mm, procedure: peripheral.